Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine check, and non-sustained rv oversensing episodes were observed. Possible myopotentials of oversensing were suspected. It was also noted that myopotential oversensing on the ventricular channel had very low amplitude and is focused just before the qrs complex. Attempting to reproduce the oversensing with isometrics, pocket manipulation and programing changes were discussed. No further information available.